Event description:
It was reported that during insertion of the catheter over the guide wire, retraction of the guide wire wasn't possible. The catheter and guide wire were removed as a unit. There were no pt complications.